Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported having trouble emptying their bladder and would like to know if the device can cause this to happen. It was reviewed that there are possible adverse events associated with the device. It was recommended for the patient to follow up with their healthcare provider (hcp). No device issue alleged.